Event description:
The hosptial reported difficulty in inserting a neotrend sensor (lot# 706-022) and consequently, some blood leakage reportedly occurred at the rear clamp of the device. No injury to the patient has been reported. A full investigation will be performed once the device has been returned by the hospital.